Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 20aug2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) and identified that this complaint with the same or related failure mode for this customer was reported in complaint file pr (B)(4) in january of 2021. This complaint is a duplicate. The switching power supply board was replaced as the root cause within sap service order (B)(4) on 15jan2021. The reported issue is deemed confirmed and was investigated and repaired within pr (B)(4). This file is deemed a duplicate reporting and should be closed. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer had an 8015 pcu with a system error. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer had an 8015 pcu with a system error. There was no patient involvement.